Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the pump black box data showed 078 call service alarms. During testing, the pump successfully passed the rewind, load, and prime steps. The pump was exercised for 24 hours with no alarms. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment and pump casing near the upper right corner of the display lens were cracked. Evidence of moisture corrosion was visible behind the display lens. The pump failed a leak test. The pump¿s audible tones were not functioning and the display was discolored and distorted due to moisture damage. The pump cover was opened and moisture corrosion was found on the motor flex and piezo contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.